Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and displayed multiple colored lines on the screen. There was no impact to the customer's blood glucose level. Customer indicated that they will contact their health care provider for insulin injections for diabetes management.